Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported her insulin pump is alarming low threshold suspend. There is a big difference between customer's sensor reading and her blood glucose. Customer's blood glucose is 245 mg/dl. Her sensor reading is below 40 mg/dl. Her threshold limit is 60 mg/dl. Nothing further reported.